Manufacturer narrative:
Additional information was received that per the physician, the cause of death was cardiogenic shock. Per the physician, the valve implant procedure may have contributed the patient¿s death due to the patient¿s age and poor health. It is unknown if the valve caused or contributed to the death. Updated data: h6 patient codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic, so no product analysis could be performed. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The reported dense calcium on the non-coronary cusp (ncc) may have been a contributing cause. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. With the limited information available, a conclusive cause could not be determined but it was initially thought that the hypotension was due to the moderate ¿ severe pvl. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, it was reported that the valve dislodged aortic 2 mm following dilatation, so the post-implant balloon aortic valvuloplasty (bav) was a likely contributing cause to the dislodge. Dislodge events are typically not related to a device malfunction. Per the device IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). With the limited information available, a conclusive cause of the coronary occlusion could not be determined but the valve dislodgement may have been a contributing cause as the valve continued to move aortic, at which point the pressure started to drop. Heart failure (of which cardiogenic shock is a form of) is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). A conclusive relationship between the reported cardiogenic shock and the device or procedure could not be determined with the limited information available but it was reported that a possible coronary occlusion led to the cardiogenic shock. The cause of death was reported as sudden cardiogenic shock. Per the physician, the valve implant procedure may have contributed the patient¿s death due to the patient¿s age and poor health, but it is unknown if the valve caused or contributed to the death. It is unknown if an autopsy or explant was performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. No further action is recommended at this time. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the final implant depth prior to dislodge was 1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). It was initially thought that the hypotension was due to the moderate ¿ severe paravalvular leak (pvl). Echocardiogram did not show an occlusion prior to the dilatation. Following the dilatation, the valve dislodged aortic 2 mm. At this point, angiography still showed perfusion. The valve continued to move aortic due to dense calcium on the ncc, at which point the pressure started to drop. Extracorporeal membrane oxygenation (ECMO) was successfully performed on the contralateral side. The valve was snared to the sino tubular junction (stj) and access to the right coronary artery was gained with a coronary wire. The right ventricular shock was possibly due to coronary occlusion. Corrected data: d4 model number, catalog number, expiration date, serial number, and UDI. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post deployment of this transcatheter bioprosthetic valve, the patient was reported to be hypotensive. The valve depth was reviewed, coronary perfusion was reviewed and the patient was checked for a perforation. Nothing of note was reported. Moderate to severe paravalvular leak (pvl) was reported. The implant team elected to perform a post implant balloon aortic valvuloplasty (bav) using a 23 mm non-medtronic balloon. An echocardiogram was performed following the post dilation, which revealed residual moderate pvl. The patient remained hypotensive with unstable pressures. The implant team reported that the valve had dislodge upwards. Access for extracorporeal membrane oxygenation (ECMO) was obtained on the contralateral site. The valve was attempted to be snared above the sinotubular junction (stj), due to a possible coronary occlusion, as limited flow in the right coronary artery was reported. The team gained access again, using a wire, which was successful. The implanting team loaded a second, smaller, 26 mm transcatheter valve. The second system was attempted to be advanced through the snared, first valve, however the snare was reported to have been repeatedly releasing. The second, 26 mm valve was not able to be deployed. It was reported that the patient's right ventricle was shocked with right ventricular dysfunction. Due to the patient's age, the patient was not able to recover. The patient died. The cause of death was not reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.